Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer's mother was inquiring about button error alarm. The device was all ready being replaced because of battery cap damage. Customer's mother was advised to revert to back up plan. No further information reported. No further information reported.